Manufacturer narrative:
Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address damage to his hip joint and body.

Manufacturer narrative:
Additional narrative: patient was revised to address damage to his hip joint and body. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs alleges daily activity limitations. Surgical pathology reports mild chronic inflammation and skeletal atrophy. The patient was revised to address metallosis, local adverse tissue reaction, limb inequality, pain, mechanical ratcheting or mechanical symptoms, elevated cobalt and chromium levels, lipoma as demonstrated on mars MRI, fluid collection, suspected metallosis and local adverse tissue reaction. A lipoma was encountered intraoperatively along with a moderate-sized effusion, scarring, metallosis staining, mild metallosis staining on the trunnion of the femoral component and within the morse taper on the femoral head and metallosis wear debris on the posterior aspect of the liner and within the shell.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient code: no code available ((B)(4)) used to capture the patient code device revision or replacement, joint instability and limb asymmetry.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 01/10/17¿ pfs and medical records received. After review of the medical records for MDR reportability, alleges pain, discomfort, decreased range of motion, dizziness, blurred vision, cold sweats, headaches, fatigue, leg and hip weakness, and elevated cobalt and chromium ions. The surgeon's revision operative note indicated "a fairly large intramuscular lipoma" located "deep to the gluteal fascia". Pathology for this mass was negative. Noted a "modest sized effusion" in the posterior hip capsule. Identified metallosis-stained synovial tissue within the pseudocapsule of the hip. Noted some "metallosis staining on the trunnion"...and..."within the morse taper of the femoral head". Also indicated "considerable metallosis staining on the posterior aspect of pinnacle liner"...and..."within the acetabular shell". No metal ion lab values available for review. Stem added to complaint. No part/lot available. Adverse tissue reaction: metallosis, pain, discomfort, poor joint mechanics:rom, elevated metal ions and corrosion:taper harms added to complaint. Additional FDA codes for blurred vision, headache, and cold sweats added.